Event description:
The ge oec 9800 fluoroscopy sys re-booted during a procedure. The re-boot did not power up completely, and the sys had to be cycled through the process again to restore functionality.

Manufacturer narrative:
A ge oec svc rep investigated the issue, and found that the hospital grade a/c plug had been replaced with an inappropriate plug. Additionally, the 5volt power supply was below the threshold of 5v. The a/c plug was replaced with an appropriate type, the low voltage power supply was also re-calibrated to above 5 volts. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.